Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage testing and pressure testing was performed, and the device performed according to product specifications with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set underinfused. This occurred during a CT scan (computerized tomography scan) which was being delivered by a power injector (non-baxter). The one-link extension set was connected to a pressure tubing set (non-baxter). The patient was connected at the time of the event. It was further reported that the operator started the procedure at 3 ml/second which then peaked out at 325 psi (pounds per square inch) resulting in the rate dropping to about 1.5 or 1 3/8 ml/second. There was no report of patient injury or medical intervention associated with this event. No additional information is available